Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, at the end of an unknown procedure, the check-flo side arm separated from a flexor ansel guiding sheath. The user noticed that a small amount of blood was leaking from the device, and then discovered that the connecting tube had separated from the hub. Because this occurred at the end of the procedure, the surgeon replaced the device with a shorter sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The clear tubing was pulled out of the check-flo valve on the sheath. There were no holes present in the tubing. A document-based investigation evaluation was performed. No related non-conformances were found on the complaint lot or subassembly lots, and there have been no other reported complaints for this lot number. The raw material lot for the check-flo valve assembly found one related complaint. A supplier investigation was conducted on the component lot and the supplier determined that there are sufficient inspections in place for this failure and that there were no issues found with the provided component. The supplier stated that from the supplied photos the clear tubing has evidence of adhesive showing this part was attached when distributed. The supplier has determined that there were no manufacturing issues detected and a root cause of the failure could not be determined. The instructions for use (IFU) states "remove the wire guide and dilator, then aspirate and flush through the sheath side-arm.¿ from the information provided upon review of the dmr, DHR, IFU, device evaluation, and supplier investigation, cook concluded that the device was manufactured to specification and no non-conforming devices exists in house or out in the field. Cook concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information and results of the investigation, cook has concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, at the end of an unknown procedure, the check-flo side arm separated from a flexor ansel guiding sheath. The user noticed that a small amount of blood was leaking from the device, and then discovered that the connecting tube had separated from the hub. Because this occurred at the end of the procedure, the surgeon replaced the device with a shorter sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.